Event description:
During general anesthesia induction via a mask, the device's co2 monitoring port cap spontaneously detached from the (unused) monitoring port. The detachment was signaled to the anesthesiologist by a breathing circuit leakage alarm on the ventilator. No pt sequelae were reported.